Manufacturer narrative:
H3/h6: one used device was received for analysis. The device was visually inspected and found the cannula is missing appears to be broken off. The reported problem was confirmed, and the probable cause was determined to be unknown. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that after wearing pwd's infusion set for 12 hours past the third day, she had noticed upon removing the site portion that the cannula had not been fully present at the site. The pwd had stated that her site had been slightly red, and when she had applied pressure in a certain way, she had felt a pinch. She had further stated that the remaining portion of the cannula had still been under her skin. The event did affect patient care but there was reported no injury to the patient.